Event description:
After using the ekosonic system the msd was removed and guide wire placed into the iddc. The msd had fractured during use and the broken section had remained inside the iddc. The guide wire pushed the msd out of the idcc. The msd was retrieved. No complications or adverse events were reported.

Manufacturer narrative:
The cables had been cut off of the returned device. The serial numbers are on the cables, so it was not possible to confirm the serial number of the device. The returned device was investigated and the condition of the device was consistent with the reported event. Clearly the msd had fractured. Further investigation produced evidence that the device had been bent or kinked significantly prior to insertion into the patient and attempted operation. When the device was kinked, a partial fracture occurred. No corrective actions were identified.